Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ tip leaked while preparing chemotherapy medicine. The following information was provided by the initial reporter: "the issue occurred with bd 3ml syringe which was the inner leak during the preparation of chemo drug".

Manufacturer narrative:
Investigation summary: (B)(4) photo of (B)(4) loose 3ml syringes attached together with an unknown adapter was received and evaluated. (B)(4) of the syringes contained approximately 0.8ml of yellowish fluid and appeared to be leaking fluid past the stopper, which was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the leakage past stopper defect could not be determined based on the photo provided. Physical unused sample from the same batch are necessary for leakage testing and a more thorough evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ tip leaked while preparing chemotherapy medicine. The following information was provided by the initial reporter: "the issue occurred with bd 3ml syringe which was the inner leak during the preparation of chemo drug"